Event description:
A medtronic representative reported the site's polestar mouse is not working properly. Sometimes the mouse stops working completely, sometimes clicking on left button changes between polestar and navigation application, making it impossible to go further in the software. The surgeon chose to discontinue the use of navigation. There was no impact on the patients outcome reported.

Manufacturer narrative:
Polestar mouse successfully replaced. Issue resolved. RMA has been issued. Replaced part reported to have been sent back, however, has not been received by the MFR for evaluation.